Event description:
It was reported that dust-like, plastic particles were found on the bd safetyglide¿ needle before administering a flu shot. The following information was provided by the initial reporter: "I was about to administer a single-dose syringe flu shot on (B)(6) 2022. I popped on the bd safetyglide needle (25g x 1) ref 305916, lot 2040124. When I removed the cap, I noted what looked like dust or plastic particles all along the needle. I did not administer the dose and grabbed a new needle."

Manufacturer narrative:
It was reported there was particulate along the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The needle has white particles from the lubrication application process adhered to it. This defect could occur if the lubrication airline had moisture inducing gel globs on the needle. A device history record review was completed for provided material number 305916, lot number 2040124. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2040124 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Verification of the lubrication application station was performed. The settings were correct, and the flow of product was good. No gel globs were detected on the products. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.